Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different mobile meters, within 10 minutes: 17.9 mmol/l (lot 278482 ) and 6.0 mmol/l (unknown lot). No adverse event was reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.